Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5080017. Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch: 22611439.

Event description:
It was reported that the patient experienced loss of stimulation. All components were explanted and were not returned.